Manufacturer narrative:
Additional information: medtronic received information that the reported issue occurred at a distributor warehouse during testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacement of the standalone board and relay the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system wouldn't boot up. The pendant read message "initializing systems, please wait," but motion and mobile view station (mvs) bars load completely. The generator bar did not give a ready status. Remote desktop showed gen and det were not ready in system control box. Det status was blank in individual component box. Troubleshooting suggested the problem could be with the system control board or stand alone board. Reinstalling the system control board firmware did not resolve the issue. There were no patients present.